Event description:
It was reported that during testing, the ht70 ventilator had unresponsive keypad. The ventilator was not in use on a patient at the time of the reported event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.